Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and itchy skin irritation under the therapy electrodes. It was reported that the garment was digging into the patient's skin. It was also reported that the patient has fragile skin and a lot of allergies. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an adapted cream for the skin irritation. Follow up indicated that the patient's received larger garments and the skin irritation improved.